Event description:
It was reported that while under fluoroscopy in the posterior tibial, a gap was seen between the distal tip of the catheter and the catheter shaft. Reportedly, the tip and catheter shaft were not detached from one another. The catheter was retracted without incident. Another recanalization catheter was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Ha further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for eval. The root could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014" or a "docking" wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.